Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with oral and topical antibiotics was successful, however; the patient is reported to be experiencing pain and soft bone at the implant site. Explantation is planned, however; has yet to take place as of the date of this report, (B)(6) 2015.